Event description:
It was reported that during routine follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.